Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. This is report 3 of 3 in this peritonitis incident. Should additional information become available, a follow-up report will be submitted.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of fistula and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. During a call with baxter customer services, the following was reported. On an unreported date, the patient was diagnosed with fistula. On (B)(6) 2012, the patient had surgery and fistula was removed. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis. Treatment was not reported and the patient was still in hospital and had not recovered from the peritonitis. The nurse was contacted, but declined to provide any information.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11f22040, h11f24053, h11j03043 and h11j17035 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.